Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop leading to a call service 177 warning. Moisture was found in the battery canister and on the battery cap. The returned battery cap was undamaged and able to fit. The pump alarmed with a call service 177 warning upon confirming the verify screen. All currents were within specifications. The pump cover was removed and moisture was found on the display flex. The short battery life complaint was duplicated due to moisture corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.